Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report potential inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient did not provide any specific information related to inaccuracies. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).